Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. The logs show that the sureform 30 curved-tip stapler instrument was installed on the system 4 times and fired 3 sureform 30 white reloads. On install 1, the first clamp was successful but was followed by a firing failure. The firing stopped. On install 2, a white reload was installed; however, no clamping or firing was attempted. On install 3, the first clamp was successful but was followed by a second firing failure. The firing stopped. On install 4, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, an incomplete staple line was observed where a sureform 30 white reload was fired with a sureform 30 curved-tip stapler instrument, causing bleeding. While firing the first sureform 30 white reload, a "tissue too thick to continue" message was produced. The stapler instrument was unclamped and staples were found to be scattered, surrounding the targeted tissue. Bleeding started from the renal artery, and approximately 2.5 liters of blood loss occurred due to the event. The renal artery was over-sutured to repair the defect. The procedure was completed robotically.